Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that right ventricular noise, impedance variation and sensing integrity counter (sic) were detected by the device resulting in a lead integrity alert (lia). The patient was examined in office and noise appeared during physical examination and when moving the device in the pocket, however the right ventricular (rv) lead showed no evidence of lead malfunction while testing through the analyzer. In addition, noise was evident when placing the rv lead in either the atrial or ventricular channel whilst tapping the header. A header malfunction is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.